Manufacturer narrative:
Updated fields: b4, e3, e1 (event site email), g3, g6, h11. Corrected fields: h6 (medical device ¿ problem code, component codes).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) turned off.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, h6 (type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to reproduce the problem. However, the fse found fault codes 111, 112, and 118 in the logs. The drive manifold was replaced as per service manual. The unit was also due for a 5k preventative maintenance which replaced the scroll compressor, vacuum and pressure filters, safety disk, tidal volume disk , and the 9v battery. Once repaired , the unit passed all functional and safety tests.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. There was no patient harm reported.